Manufacturer narrative:
Concomitant medical products: 6935 lead implanted: (B)(6) 2012, 4194 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial and left ventricular leads had loss of capture. Occasional right atrial lead undersensing was also occurring, however the sensitivity was already programmed to the most-sensitive. The left ventricular lead polarity was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.